Event description:
It was reported that customer was hospitalized on (B)(6) 2015 with blood glucose of 371 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed with nurse, and during troubleshooting, it was found that customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were incorrect, basal rates were correct, insulin did exit tubing, customer was programming correctly, no air found in tubing and insulin pump passed high pressure test. It was advised that insulin pump was working as designed. Customer was connected to insulin pump and was observed overnight. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.